Manufacturer narrative:
Investigation/testing summary: users unable to login to carelink system accounts. (Most likely) root cause: user error, incorrect credentials used. Analysis summary: an attempt to reproduce the issue was not performed as it was not necessary to confirm issue. Issue was confirmed through database application logs. The helpline determined that the issue stemmed from user error, specifically attempting to log in with incorrect credentials, without the need for further investigation. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4), version (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced log in issue - unresolved. The customer reported no adverse event. The event involved product(s) mmt-7350. Unable to resolve with existing ts/labeled instructions - issue escalated no harm requiring medical intervention was reported. No product return is required for mmt-7350.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.